Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose was unknown mg/dl. It was explained to the customer the alarm and caused of it. The customer was advised that the device needs to be replaced at 1st occurrence. The customer was advised that the pump would be replaced.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for a pump error, it was confirmed in the history file analysis due to a software error. The pump was also received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.